Manufacturer narrative:
The lead and anchor were returned for analysis and both passed functional testing without failure. Lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. An x-ray revealed lead migration by 4 vertebral levels. A revision procedure was performed, and it was identified that the active anchor was in the original implanted location, however, the lead could be pulled from the implanted location. A new anchor and lead were implanted.